Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high impedance measurements of greater than 3000 ohms and atrial noise. The noise was oversensed which resulted in inappropriate atrial tachy response (atr) episodes. The device sensitivity was increased and the patient would be having a lead revision in the future. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in the possession of the hospital. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted the lead also exhibited pacing inhibition with no asystole, and low pacing impedance measurements of less than 200 ohms. A surgical revision was performed, and the ra lead was tested via the pacing system analyzer (psa), which confirmed the high impedance measurements. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.